Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 290 mg/dl at the time of incident. The customer stated that insulin pump went blank and number started to count down. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that they were unsure if the drive support cap was protruded, loose, sticking out or flush. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.